Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The device did not work properly because there was impact damage on the prongs of insertion fork. This defect was caused as a result of mishandling. The prongs of the insertion fork were not designed to hit hard surfaces. When this happens, the internal components of the cannula spindle cannot slide properly and this damage can cause the cannula cap to fall off. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2014 and straps were used to fixate mesh. During the procedure, the white tissue positioning piece at the distal tip of the device fell off. The tip was retrieved with a grasper and brought out through a trocar incision. The tip fell out of the grasper and into the fascia while being retrieved. A larger incision was made to find the tip in the fascia. The tip was retrieved from the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.